Event description:
Put in new dexcom today at 8 am it failed within 3 hours. I operate heavy equipment and this seems to be an ongoing problem. I have had 3 this week fail within 24 hours. I also use a omnipod so that I have all things to help me do my job safely with my type 1 diabetic. The issue yesterday I was found in a chevron gas station floor when the store manager called 911 and the paramedics tested my blood; I was at 23. Pt: 4411. Device: 2588. Referenced reports-mw5188437, mw5188439.